Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, an imaging catheter became stuck in a placed stent. The lesion was located in the right coronary artery (rca). Pre-dilatation was performed and then a 3.0x30mm non-bsc stent was implanted. First inflation was at 10atm and the second was at 14atm. Then the atlantis sr pro2 imaging catheter was used and became stuck on the stent. A non-bsc balloon catheter was inflated and the imaging catheter was successfully released. No patient complications were reported and the patient's status is reported as good.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, an imaging catheter became stuck in a placed stent. The lesion was located in the right coronary artery (rca). Pre-dilatation was performed and then a 3.0x30mm non-bsc stent was implanted. First inflation was at 10atm and the second was at 14atm. Then the atlantis sr pro2 imaging catheter was used and became stuck on the stent. A non-bsc balloon catheter was inflated and the imaging catheter was successfully released. No patient complications were reported and the patient's status is reported as good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: examination of the returned device revealed the guidewire exit port was lifted 1.0mm. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. A kink was observed in the sheath assembly at 17.8cm from femoral marker at distal side. One hub wing was bent and two flaps of the hub rotator were damaged and are likely unrelated to the reported stuck in stent. The unit was able to connect into the mdu system properly. During image characterization testing, a good square image appeared in the system and the product performed within specification. No other issues or defects were observed during visual and functional analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors.(B)(4).